Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the cause of the reported local reaction and its relationship to the mynx vascular closure device could not be conclusively established, however, it was reported that the local reaction was due to initial prep and re-prep prior to sheath pull and vascular device deployment. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that during a follow up visit two days after a mynxgrip device was used for a vessel closure, a local reaction was observed. It was subsequently concluded that the issue was due to the hospital's sterile technique while prepping the incision site prior to the procedure and cleaning the incision site post procedure. The patient's hospitalization was not prolonged as a result of the event. No further information is available.